Manufacturer narrative:
The device ro 09 004 has been inspected for investigation purpose. The tests performed confirmed that the pin of the leksell frame registration plates had incorrect dimension. As repair, the leksell frame registration plates was re-assembled. The internal complaint reference is the following: (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that the leksell frame registration plates was non-functional. There was no patient involvment reported.